Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include alprazolam, amitriptyline, amoxicillin, atorvastatin, baclofen, bupropion, carvedilol, clarithromycin, clindamycin, clopidogrel, gabapentin, lansoprazole, levofloxacin, lisinopril, mirtazapine, mupirocin, nitrostat, omeprazole, oxycodone, prednisone, and ramipril. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder&#59393;aaa endoprostheses. It was reported that during placement of a contralateral leg component, there was difficulty visualizing the distal marker band on the device due to calcification in the iliac artery. The right hypogastric artery was also reportedly difficult to visualize on imaging as the vessel was not patent. It was reportedly thought the device was landed with the distal marker proximal to the hypogastric artery and deployed. However, final angiography reportedly showed the device had been deployed 3 cm distal to the intended position, unintentionally covering the right hypogastric artery. There were reportedly no issues with the c-arm angle. It was reported the unintended placement occurred due to the difficulty visualizing the hypogastric artery and the calcium in the vessel, making it difficult to interpret the distal marker band. As the patient's hypogastric artery was occluded, there was adequate overlap between the contralateral leg component and trunk-ipsilateral leg component with no evidence of endoleak, and imaging reportedly showed good distal pulses to the patient's legs and groin, no further action was taken. The procedure concluded with no further adverse events, and the patient tolerated the procedure.